Event description:
A medtronic representative reported a navigation system with a broken quick release base that would not lock properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement quick release base shipped to site. Medtronic investigation of returned suspect device finds the returned base is well worn with residue inside the base somewhat restricting movement. Mechanical failure, misuse, directly caused the event.